Manufacturer narrative:
Initial MDR reported that the date received by manufacturer was 09/14/2014. Correct awareness date was 09/14/2017. Investigation: received a total of 8 iag bc 20ga units, 5 units from lot number 6321522, 2 units from lot number 6146747 and 1 unit from lot number 6078642. Lot 6321522: 1 unit was not open, 2 units were partially open at both ends, 2 units were partially open at one end. Lot 6146747: 1 unit was not open, 1 unit was partially open at one end. Lot 6078642: the unit was partially open at one end. Note: the product characteristics require a minimum of 1/8¿ seal transfer. A sample size of one unit per lot number was taken and was analyzed under uv light. The adhesive used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and paper top web glue. Both of these variables were included in the observations. Lot 6146747: a total of (B)(4) units were built on afa line 9 and packaged on pkg line 11 from june 8, 2016 through june 12, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 6078642: a total of (B)(4) units were manufactured on afa line 11 and packaged on pkg line 11 from march 25, 2016 thru march 30, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Lot 6321522: a total of (B)(4) units were manufactured on afa line 11 and packaged on pkg line 11 from nov 19, 2016 thru nov 22, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Although the defect was confirmed, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. The packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. This issue is currently being investigated by CAPA (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that packages of the 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter were not sealed completely causing a sterility issue. There was no report of injury or medical interventions.